Manufacturer narrative:
The initial MDR 2432235-2016-00588 was filed on september 29, 2016. Additional information (11/29/2016): additional information was requested in regards to the event. A siemens customer service engineer (cse) was not dispatched to the customer's site as the customer did not report the event until four months after the event occurred. The customer stated the instrument is performing within specifications and functioning properly. No further results were reported in regards to this event. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is investigating the event.

Event description:
A discordant, (B)(6) result was obtained on a patient sample on an advia centaur xp instrument. The initial test from (B)(6) 2016 resulted "(B)(6)". On (B)(6) 2016, the test resulted "(B)(6)". On (B)(6) 2016, the test resulted "(B)(6)". The results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.